Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd phaseal¿ injector luer lock n35 leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: clofarabine sent from pharmacy with 30 ml ns flush with phaseal injector leur lock attachment connected to flush. Rn connected phaseal to chemo bag1 way port and administered clofarabine as ordered. When flush phaseal was engaged to flush bag, leaking was noted at the flush connection point of phaseal. Some volume was flushed up into bag to flush chemo bag and line, and some flush dripped out. 2nd rn called to bedside to ensure that phaseal and flush were assembled correctly. After medication completed and system was inspected it was found that the tip of the flush syringe was broken off inside of the phaseal leur lock. Spill is thought to be all saline flush and not any chemo. Are any part of the samples available contaminated with chemo? Syringe contained normal saline and was hooked to phaseal. Phaseal was hooked to bag containing chemo. So syringe should not have come in contact with chemo but phaseal would have. Was there any patient impact or harm? If so was there a need for any medical treatment or intervention? None reported. Additional information per phone call with customer (B)(6) 2022. Customer could not determine where the issue stemmed from, if it was part of the phaseal broke causing the leak or the syringe,

Event description:
It was reported while using bd phaseal¿ injector luer lock n35 leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: clofarabine sent from pharmacy with 30 ml ns flush with phaseal injector leur lock attachment connected to flush. Rn connected phaseal to chemo bag1 way port and administered clofarabine as ordered. When flush phaseal was engaged to flush bag, leaking was noted at the flush connection point of phaseal. Some volume was flushed up into bag to flush chemo bag and line, and some flush dripped out. 2nd rn called to bedside to ensure that phaseal and flush were assembled correctly. After medication completed and system was inspected it was found that the tip of the flush syringe was broken off inside of the phaseal leur lock. Spill is thought to be all saline flush and not any chemo. ¿ are any part of the samples available contaminated with chemo? Syringe contained normal saline and was hooked to phaseal. Phaseal was hooked to bag containing chemo. So syringe should not have come in contact with chemo but phaseal would have. ¿ was there any patient impact or harm? If so was there a need for any medical treatment or intervention? None reported. Additional information per phone call with customer 08-dec-2022 cusotmer could not determine where the issue stemmed from, if it was part of the phaseal broke causing the leak or the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-feb-2023. H6: investigation summary: sample IV sets along with the injectors were provided to our quality team for investigation. The product was visually inspected and it was confirmed the luer tip of the mating component remained inside the injector luer. The product was further evaluated, there was no damage or defect observed within the injector luer. A device history review was performed for suspected lot 2202011, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident . Retained samples of the same lot were used for additional evaluation. The injector luers were inspected and no damage was noted on any of the devices. Functional evaluations were performed, in all cases the syringe was successfully connected to the injector, fluid could move through the system without issue, and no breakage of the connecting device occurred. Product undergoes inspections throughout the manufacturing process, including testing to verify all critical dimensions are within specification such as the luer threading. Results were reviewed for the suspected lot and no issues were identified. Based on the available information we are not able to identify a root cause related to our device or manufacturing process at this time. IV sets along with the injectors were provided to our quality team for investigation. The product was visually inspected and it was confirmed the luer tip of the mating component remained inside the injector luer. The product was further evaluated, there was no damage or defect observed within the injector luer. A device history review was performed for suspected lot 2202011, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident . Retained samples of the same lot were used for additional evaluation. The injector luers were inspected and no damage was noted on any of the devices. Functional evaluations were performed, in all cases the syringe was successfully connected to the injector, fluid could move through the system without issue, and no breakage of the connecting device occurred. Product undergoes inspections throughout the manufacturing process, including testing to verify all critical dimensions are within specification such as the luer threading. Results were reviewed for the suspected lot and no issues were identified. Based on the available information we are not able to identify a root cause related to our device or manufacturing process at this time.